Event description:
The nurse was starting an IV (on the pt) in preparation for a contrast CT scan. The IV was started without any problems; however, when cleaning up the associated items on the tray, which was sitting on a side-table (the associated items included used alcohol swabs, the angio-catheter needle, the tourniquet, etc), the nurse sustained a needlestick injury. The injury occurred because the protective covering (butterfly-shaped) on the used needle did not engage properly and allowed the needle to project beyond it. (The protective covering on the needle is built-in, or "passive"). Because the protective covering on the used needle did not engage properly, thus allowing the needle's point to extend beyond the protective covering, the nurse sustained the needlestick injury when handling the needle. The nurse described the event as follows: they did not notice that the protective covering had failed, and they set the needle on the tray. They proceeded to secure the angio-catheter on the pt's arm with tape. They then turned to clean up the items on the tray, including handling the used needle, and they sustained the needlestick injury to their left thumb. The nurse then treated self with a betadine scrub for the appropriate duration of time, after which they received treatment in the hosp's employee heath dept (the blood-borne pathogen follow-up protocol). This incident did not affect the pt in any manner.